Event description:
As reported, in 2003, this pt was implanted with gore excluder bifurcated endoprostheses. A reintervention occurred in 2008, whereby a gore excluder aaa endoprosthesis aortic extender component and contralateral leg component were implanted to repair proximal and distal type I endoleaks. Both endoleaks were resolved with the procedure.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.